Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise/oversensing noted to be related to the minute ventilation feature, due to this a signal artifact monitoring (sam) episode was recorded. No changes were required. This device remains in service. No further adverse patient effects were reported.